Event description:
It was reported to philips that flexvision computer was unable to boot, which can impact system booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the flexvision pc failed to boot. Upon troubleshooting by biomed, the rse was informed that the pc emitted beeping sounds on startup, indicating possible memory issues. After several attempts, the pc eventually booted, and the system started working as per specifications. After this, the reported issue didn¿t reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.